Manufacturer narrative:
Additional narrative: a device history record was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr92187 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 47,4-47,6 hrc and was found to be good. No ncrs were generated during production. A manufacturing investigation was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out and found to be conforming @46 hrc. This instrument is approx. 9 years old. Used drawings / revision 398_41_e. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had issues with the reduction forceps when he was performing a procedure to treat a fractured ankle. The teeth on the clamps are worn out and they are no longer holding shut or reducing properly. The surgeon attempted to use another pair and they had the same issue. The surgeon was able to complete the procedure successfully with the second pair of forceps without patient harm and only a 10-15 second delay. The procedure was successfully completed with no harm to the patient. Report 1 of 1 for complaint (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system a review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.